Event description:
The customer reported that the system's image processing computer would not boot up. No pt injury was reported.

Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The image processing computer was replaced. The sys was tested and operates as intended.